Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system oversensed noise on the right atrial (ra) lead, which resulted in pacing inhibition. The patient didn't experience asystole. Subsequently, a revision procedure occurred. This ICD was explanted and replaced, and this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.